Event description:
It was reported by the aci sales professional via email that a (B)(6) male patient underwent a right and left diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be approximately 7mm. Following the procedure, the physician who is in training, selected the mynx cadence vascular closure device 5f to close the access site. The patient's discharge date is not known, however, it was reported that the patient returned to the hospital on (B)(6) 2012, complaining of a problem with the right groin. An ultrasound was performed which helped diagnose a pseudoaneurysm. The patient was admitted to the hospital. On (B)(6) 2012, the pseudoaneurysm had grown in size and became uncomfortable to the patient. On (B)(6) 2012, the patient received a thrombin injection. The physician reported that the pseudoaneurysm was resolved with the thrombin injection. The patient was discharged from the hospital on (B)(6) 2012. No further information is available.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a right and left diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be approximately 7mm. Following the procedure, the nurse who is in training, selected the mynx cadence vascular closure device 5f to close the access site. The patient's discharge date is not known, however, it was reported that the patient returned to the hospital on (B)(6) 2012 complaining of a problem with the right groin. An ultrasound was performed which helped diagnose a pseudoaneurysm. The patient was admitted to the hospital. On (B)(6) 2012, the pseudoaneurysm had grown in size and became uncomfortable to the patient. On (B)(6) 2012, the patient received a thrombin injection. The physician reported that the pseudoaneurysm was resolved with the thrombin injection. The patient was discharged from the hospital on (B)(6) 2012. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1212505) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Is being corrected from life-threatening to other serious. Is being corrected to reflect operator of device (nurse).